Event description:
It was reported that this right atrial (ra) lead exhibited atrial channel oversensing of ventricular signals. Technical services (ts) suspected loss of ra capture. Ts suggested evaluating ra capture in both unipolar and bipolar pacing configuration. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).